Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked retainer, cracked keypad overlay at select button and broken belt clip rails. The insulin pump p-cap test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that insulin pump had broken ridge along the belt clip. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.